Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, evidence of the reported complaint was found: (B)(6) 2020 1:27:01 pm run mode exited - delivery stopped, (B)(6) 2020 1:27:01 pm high alarm displayed: air in-line detected. Device then ran in user mode, ran in mu mode and underwent accuracy testing. The reported customer complaint was unable to be confirmed, test results were all within the internal specification.

Event description:
Oracle ro 1068168 failed accuracy check/false readings-air in line.

Event description:
Information received indicating that a smiths medical cadd solis hpca pump failed accuracy. Reporter also alleged that pump was giving false air in line readings. No adverse effects reported.